Event description:
The device was plugged in to both ports on the machine, and staff could not get it to work. The device was removed from the field, and a new device utilized. It is unknown if the new device was of the same or different lot.